Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104028) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient has alleged of having breathing problem, scratchy throat and headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress, dust/dirt contamination, slight and fine black contaminant in the air inlet, iso port, top enclosure, front panel, rear panel, bottom enclosure, blower seal, on the blower box and in the blower. The manufacturer also found evidence of insect contamination in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress, dust or dirt, keratin, black particulate and insect contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
The box b for "outcomes attributed to ae" is updated/corrected to "adverse event" and "type of reported complaint" is updated/corrected to "serious injury". Additionally, patient outcome code grid and health impact grid are also updated/corrected in this report.